Event description:
It was reported that a kinematx total was removed and a wrist fusion was performed. The patient had degenerating bone quality due to rheumatoid arthritis. There was no issue reported with the implant.